Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black particle was found in the bd flu+¿ syringe barrel before use. The following information was provided by the initial reporter: "flu syringe particle. Black loosen particle inside barrel (found before use to patient)".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2009405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, a small black spot was observed within the fluid path of the syringe. Without the physical sample, we are unable to identity the composition and origin of the foreign matter and therefore, an exact manufacturing related cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that a black particle was found in the bd flu+¿ syringe barrel before use. The following information was provided by the initial reporter: "flu syringe particle black loosen particle inside barrel (found before use to patient)".